Event description:
Allegedly revised due to mom complications of right hip.

Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This is the same event as 3010536692-2014-00263, -00265, -00266. This report will be updated when investigation is completed.